Event description:
The facility reported that a white cloudy particle entered the eye. Additional information received stated the particle was noticed after hydrodissection. The surgeon irrigated out the particles but a few remained in the eye. The following day all of the particles disappeared. There was no patient harm reported.

Manufacturer narrative:
The phaco handpiece and dvd were sent for in house testing and review. The handpiece was tested for metal particulates, and found to meet all product specifications. The dvd of the surgery was reviewed and unidentified foreign particles were observed. The particulates were white and non-refractive in appearance. It was unclear as to the origination of the particulate(s); however, prior to the start of emulsification, it was apparent that white objects were dispersed within the anterior chamber. These particles were not returned for evaluation, therefore, the origin or the particles cannot be determined. A review of complaints for the last 24 months did not indicate any additional reports for this handpiece nor did it indicate adverse trends for the reported event. The handpiece was also functionally tested and met all product specifications. Additionally, while the review of the returned dvd confirmed the presence of these while particles, the dvd viewing was inconclusive in being able to identify a potential source or root cause for where the particles came from. Based on this analysis, the root cause is unknown at this time.